Event description:
A test subject provided an oral fluid sample using the orasre hiv-1 oral specimen collection device for insurance purposes. The collection was performed according to the product insert, part number 203-0014, orasure hiv-1 oral specimen collection device, revision number four. The test subject placed the collection pad inside mouth with the pad side oriented down between the lower gum and cheek and gently rubbed back and forth along the gumline until the pad was moist. The test subject left the pad stationary against the lower gum and cheek for a minimum for two minutes and less than five. At the end of the two minutes, the test subject removed the collection pad from her mouth and inserted it all the way to the bottom of the specimen vial provided by the administrator. The test subject snapped off the stick and returned the specimen vial to the administrator. The test subject did not have a complaint at the time of the collection. Two days after the collection the test subject reported swelling of cheek at the point of contact with the collection device. The subject is not allergic to gelatin. Gelatin is the only potential allergen in the collection pad.